Manufacturer narrative:
Device not available.

Event description:
On (B)(6) 2014 a percival sutureless aortic heart valve was implanted. On (B)(6) 2018, 4 years later the valve was explanted due to calcification and stenosis. An edwards inspiris valve was implanted as a replacement and a mitral valve repair was performed using a medtronic band.

Manufacturer narrative:
The manufacturer received additional information on oct 10, 2018 identifying that no further information regarding the event was available. It was reported that the patient recently received a hip replacement however this information is not related to the reported valve. The device is not available for return, the hospital analysis results are not available and the device serial number is not available. Based on this information there are no investigations possible and the root cause cannot be determined at this time.